Event description:
Pt had cataract surgery (phaco w/iol od) w/ vitrectomy: reportedly, the premiere phaco machine) was less than expected, so the power was progressively increased, with unexpected sudden jumps in aspirating power. Pt. Was hospitalized 11/4/97 with endophthalmitis (she presented with pain & decreased vision). Ophthalmologist reports vision is 20/100.